Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after receiving inappropriate high voltage therapy due to post sensed t-wave over-sensing. The patient had no other reported symptoms. The device was reprogrammed and the patient was stable throughout.